Event description:
Information was received indicating that during the use of a smiths medical cadd legacy pump, the pump was programmed, and the patient was sent home, but the infusion stopped. Subsequently, the patient went back to get the pump restarted. Following re-programming of the pump, it was noted that an error was made while reprogramming resulting in an entire content of the infusion that should have been infused approximately over 4.5 days was infused over 4.5 hours. No patient consequences were reported. No adverse effects were reported.